Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Event description:
It was additionally reported that when the scope was removed from the mouth, the cover was not on the end. The nurse anesthetist was instructed to hold off on extubating the patient while the staff attempted to locate the cover outside of the patient. The cover was not found. The physician returned and reinserted a scope into the patients mouth and saw the tip of the cover at the back of the throat. The physician was unable to retrieve it as they kept losing sight of the tip. The physician removed the scope and used a forceps to remove the cover. It was stated that the patient had a smaller mouth and neck rotation was limited as the patient was prone for the procedure. There was no apparent injury due to the removal, but the patient was extubated for an extra 15 - 20 minutes. It was stated that the cover was checked prior to the procedure to ensure it was on properly. It was unable to be removed by pulling on it. The cover was disposed of.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to the following: chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to e2, e3, and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number 2429304-2023-00239. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that while using the evis exera iii duodenovideoscope for endoscopic retrograde cholangiopancreatography, the single use distal cover fell off in the back of the patient's throat. It was stated that the distal tip was missing upon inspection of the scope after the procedure. The staff was able to retrieve the cover, but the method of retrieval was unknown. Additional information has been requested multiple times but not received. This event requires two reports: patient identifier (B)(4) for the scope. Patient identifier (B)(4) for the single use distal cover (this report).

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).